Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia symptoms of confusion but did not check her cgm display device or the bg. There was no mention of cgm reading or alerts/alarms at the time of the event. The patient's sister was unable to reach the patient by phone, so the sister became concerned and contacted emergency medical service (ems) to check on the patient. When ems arrived, the patient was unconscious. The bg was taken by ems and showed 25 mg/dl. The hypoglycemia was treated by ems with unspecified glucose tabs which increased the bg to 38 mg/dl. The patient regained consciousness in the ambulance. Upon arrival in the emergency department, the patient was treated further with unspecified glucose tabs. The bg increased to 116 mg/dl. The patient was observed and discharged the same day. There was no documentation of further medical evaluation or intervention. At the time of the call, the bg was 108 mg/dl. There was no mention of the cgm reading for the entire event. At the time of the report, the patient was at baseline. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 04/07/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient had inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia symptoms of confusion, but did not check her cgm display device or check the bg. There was no mention of cgm readings or cgm alerts/alarms at that time. The patient reported that because she received no alert, the cgm would have been in a normal range. The patient's sister was unable to reach the patient by phone, so the sister became concerned and contacted emergency medical service (ems) to check on the patient. When ems arrived, the patient was unconscious. The bg measured by ems was 25 mg/dl. The hypoglycemia was treated by ems with unspecified glucose tabs which increased the bg to 38 mg/dl. The patient regained consciousness in the ambulance. Upon arrival in the emergency department, the patient was treated further with unspecified glucose tabs. The bg increased to 116 mg/dl. The patient was observed and discharged the same day. There was no documentation of further medical evaluation or intervention. At the time of the call, the bg was 108 mg/dl. No mention of cgm readings for the entire event. At the time of the report, the patient was at baseline. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)